Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected battery out limit alarm was noted during testing. No blank display was noted during testing. The pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage was noted on the lcd board, motherboard, interface board, remote frequency board, motor, vibrator or battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after he inserted a battery and it counted to 7. He pressed the up and down arrow buttons but he received an error that said the battery was changed too slow. When he pressed the esc and act buttons, the customer was unable to clear the error. The screen was previously blank. The insulin pump was exposed to moisture. In the alarm history the customer found a button error alarm. Customer's blood glucose level was around 133 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.